Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: while inserting the catheter in the patient's left upper arm, backflow was present, inserted the guidewire with a slight resistance. While inserting the catheter resistance was noted, half of the catheter was in, immediately tried to pull back the guidewire first, but it wasn't coming easily. Pulled back the needle and noted about 2cm from the tip the catheter was broken. The piece of the missing catheter could not be found nor confirmed if it was in the tissue or the patient. No medical intervention was performed and the patient did not experience any symptoms. It was reported the patient was already on hospice care at the time of the event. The patient was discharged to his care facility with home health on (B)(6) 2023.

Manufacturer narrative:
Qn#(B)(4). The customer returned one extended dwell catheterization device for analysis. The distal portion of the separation was not returned. The guide wire was deployed and was kinked directly adjacent to the needle bevel. Visual analysis of the catheter revealed that it was still over the needle cannula but was severed around the middle of the extrusion. Microscopic examination confirmed the damage and revealed that the edges of separation were smooth and angled. The appearance of the damage is consistent with contact with sharps (i.e. The needle bevel). Visual analysis could not be performed on the separated portion as it was not returned for analysis. The total length of the separated catheter body measured 56 mm, which is not within the specification of the 85mm nominal value per catheter product drawing. This indicates that approximately 29mm of the catheter was not returned for analysis. The outer diameter of the catheter body measured 0.0500", which is within specification of 0.049"-0.053" per catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection". The catheter was flushed with a lab inventory water filled syringe, and the water exited out of the point of separation on the catheter body. No leaks or blocks were detected. R & d was contacted as part of this complaint investigation. They confirmed that the defect is consistent with damage due to contact with sharps. A device history record review was performed based on sales history, and no relevant findings were identified. The IFU provided with this kit warns the user, "caution: always keep needle/handle stationary while threading catheter. Do not retract needle/handle while threading catheter. Failure to keep needle/ handle stationary may prevent catheter from threading into vessel. Do not attempt to advance needle back into catheter after catheter is partially threaded off needle to reduce risk of catheter damage." The report of a cut catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body was severed. Despite the damage, the catheter met all relevant dimensional and functional requirements, and a device history record review was performed based on a potential lot with no relevant findings. Based on the customer report, the sample received, and the comments from r & d, the root cause for this event is likely unintentional use error. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: while inserting the catheter in the patient's left upper arm, backflow was present, inserted the guidewire with a slight resistance. While inserting the catheter resistance was noted, half of the catheter was in, immediately tried to pull back the guidewire first, but it wasn't coming easily. Pulled back the needle and noted about 2cm from the tip the catheter was broken. The piece of the missing catheter could not be found nor confirmed if it was in the tissue or the patient. No medical intervention was performed and the patient did not experience any symptoms. It was reported the patient was already on hospice care at the time of the event. The patient was discharged to his care facility with home health on (B)(6) 2023.